Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.221¿ from the base and the broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument could not be recognized by the system. The customer reseated the ha instrument and changed the hand line, but the issue was not resolved. The customer used a backup ha instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.